Manufacturer narrative:
It is indicated that the product will not be returned to the manufacturer for evaluation. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure the maestro 4000 controller did not stop delivering radiofrequency energy upon release of the footswitch. The ablation was stopped by using the remote controller. No patient complications occurred.